Event description:
It was reported to manufacturer that the vns patient's device revealed high lead impedance, eos=no, when both system and normal mode diagnostic tests were performed. There was no report of manipulation or trauma. X-rays were sent to manufacturer for review and there were no obvious anomalies observed that could be contributing to the high lead impedance. The patient subsequently had surgery where the problematic lead was replaced and the generator was replaced prophylactically. The explanted lead and generator have been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.